Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had a return of symptoms. The patient was in agony and nothing he had done had helped. The consumer called the healthcare professional¿s office and was directed to call the manufacturer representatives (reps), but the number the consumer had for a rep was not correct. It was noted that the consumer was not familiar with the system and the patient was not available at the time of the call with the manufacturer on 2016-sep-12. The patient did take some pain medication and was finally resting. No trauma/falls were reported that could have been related to this issue. The patient was to follow-up with the healthcare professional. Additional information was received from the consumer. It was reported that the patient received assistance with the stimulator. They went in and saw the doctor and a rep was also there. He reprogrammed the patient¿s device and that had helped. They had not determined why the patient had a return of pain. It was noted that the device was fine but they were going to do some tests to find out why the patient¿s pain returned. The consumer stated that everything was fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.